Event description:
A customer contacted beckman coulter inc. (Bec) stating that the rinse block on their coulter hmx autoloader leaked a few drops of diluent onto the counter. The customer also reported that the initial startup failed platelet (plt) background and upon repeat, startup passed. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles. No injury or exposure was reported. The customer had not run any patient samples. No patient samples or results were affected.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the manual probe to be bent. Fse replaced the manual probe/bsv (blood sampling valve) assembly which resolved the leak. Repair was verified per established procedures and results met performance specifications. The cause of the leak was a bent probe. (B)(4).